Event description:
Patient was implanted with nalu peripheral nerve stimulator system on (B)(6) 2022. Patient had expressed a preferred location for the implant, however during the procedure the physician made the determination that an alternate location would be better suited to the patient's physical anatomy. Patient contacted nalu to express dissatisfaction with the location of the implant and requested to have it moved to the originally requested location. Surgical revision was performed on (B)(6) 2023 to move the implantable pulse generator to the patient's requested location. No new components were implanted at the time of the procedure.